Event description:
Pt underwent diagnostic laparoscopy and distal salpingectomy on right fallopian tube. Approximately one week later, pt reported that she went to the bathroom and passed a small, off-white rubber piece, and clots. The piece has been identified as part of the clear view uterine manipulator.